Event description:
It was reported that the pacing lead impedance had increased and there was noise present on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The reported events of high pacing impedance and noise were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.